Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that: the display blacked out, and color bars are displayed due to a failure of the printed circuit board. Also, it is presumed that the power supply inlet comes off due to the bad power supply unit. Olympus will continue to monitor field performance for this device.

Event description:
The device visera elite ii video system center was returned to olympus for evaluation. There was no complaint received from the end-user, this was a demo asset. The evaluation found a display blackout due to faulty on the printed circuit board (cp board), color bar coming on monitor screen instead of endoscopic image due to faulty cp board and the power supply inlet comes out due to faulty power supply. There are no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: display blackout due to faulty cp board; color bar coming on monitor screen instead of endoscopic image due to faulty cp board; light is dim than usual but due to faulty led unit; wire found corroded; receptacle found broken and the power supply inlet comes out due to faulty power supply. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.